Event description:
It was reported to boston scientific corporation on february 28, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2023. During the procedure, the axios stent first flange was deployed; however, the second flange was unable to deploy and remained in the channel of the scope. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was partially deployed and the delivery system was received in position 2. Visual inspection found the inner sheath kinked. During functional inspection, the stent was able to be deployed without resistance. A microscopic inspection found one of the wires of the stent in the proximal section was broken and the stent cover was damaged. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was received partially deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician or the manner that the device was manipulated during the procedure could have contributed to the observed events of stent cover damaged, inner sheath kinked, and stent wire in the proximal section broken. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2023. During the procedure, the axios stent first flange was deployed; however, the second flange was unable to deploy and remained in the channel of the scope. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.